Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the transmitter did not blink when connected to the sensor. Customer's blood glucose level was 98 mg/dl. When the customer tried to insert the sensor, the cannula was loose and there was no way to insert. The customer was advised that the device would be replaced and agreed to return the product for analysis.